Event description:
The customer alleged that she had rec'd higher blood glucose readings using her contour meter. While troubleshooting, she performed control tests and rec'd a result of 221 mg/dl. The normal control range was 111-153 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer. The meter was also replaced at the customer's insistence.